Event description:
It was reported that a cartridge change error occurred. It was reported that the customer experienced an elevated blood glucose (bg) level was 590mg/dl. A manual injection of insulin was administered to resolve elevated bg. The customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.